Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported in an FDA medwatch letter that the surgeon was utilizing an arthrex 3.5 mm stepped drill sleeve during acl reconstruction surgery on patient's right knee. Upon removal of the drill the "step" was noted to be missing and metal shards were visible at the site. Surgeon attempted to remove all pieces of metal. Part number was not provided in the medwatch letter, nor was the facility or reporter contact information available. Based on event description the most likely part number per product management is ar-1204fds.